Manufacturer narrative:
Please note similar incidents reported with this device on medwatch report numbers: 1220908-2009-00999, 02109, 03605. The device was previously returned to zoll medical corp for a similar malfunction. The device was not returned to zoll medical for eval of this reported malfunction. The device was evaluated by a zoll authorized third party facility, and the multi-function cable was replaced. The cable was also not returned for eval. The customer has received a replacement device.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was unable to discharge during a cardioversion due to excessive artifact on the display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.